Event description:
Bob called to report a problem he found with the alarm function checkout of the pm procedure. He noticed that the thumbwheels were not activating the alarm at appropriate times-so he tested tp2 and tp3. He found that they were not in specs.

Manufacturer narrative:
The viasys tech support specialist in conjunction with the customer determined that the root cause of the reported event was a faulty alarm board assembly. The customer was shipped a replacement alarm board assembly on replacement sales order. The customer was given a return good authorization number and was asked to return the alleged faulty alarm board assembly for eval. As of the date of this report, the alarm board assembly has not been rec'd yet.